Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, while preparing for the case outside the patient, the device was placed on an alliance handle; although the device "initially worked," the wire within the lithotripter handle kinked, and then the device "stopped working." The procedure was completed with another manufacturer's device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed reportable based on the investigation results; basket tip detached.

Manufacturer narrative:
Patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. (B)(4) the evaluation finding of basket tip detached. A visual examination found that residue was present on the returned device which is indicative of procedural use. As reported, the handle cannula was bent upward. Additionally, the basket wires were found to be retracted within the coil assembly and could not be extended. The tip, which was detached from the basket assembly, was not received for analysis. The condition of the returned incident device was consistent with the complaint that the wire within the device (handle cannula) was bent. However, the evaluation further revealed that the tip had disengaged from the basket assembly. During manufacturing, basket devices are 100% inspected for device integrity so the issue likely occurred due to excessive force being applied while preparing the device for use. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.